Manufacturer narrative:
The customer reported that they were continuously losing their spo2 parameters. Philips has yet to receive further info that has been requested of the customer as to whether any inops were shown when the spo2 parameters were lost. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that they are continuously losing their spo2 parameters.